Manufacturer narrative:
This is the third of 3 reported events from the same patient: please reference 3011649314-2018-00091 ((B)(4)) for the 1st event. Please reference 3011649314-2018-00092 ((B)(4)) for the 2nd event. Requests were made to the dentist to obtain the device from patient. The device would be returned once the patient locates the device. Once the device is returned and evaluated, a supplemental report will be submitted.

Event description:
This is the third event happened in (B)(6) 2018: it was reported that the patient experienced an allergic reaction while using comfort hard soft splint. The patient reported of burning sensation on the inside corner on the left of her mouth. The area was red and puffy before spreading to the front lips. The patient experienced the reaction in (B)(6) 2017 after using the device for about 5 months. After experiencing the reaction, the patient stopped using the device for a month then resumed use in (B)(6) 2018 and experienced the same symptoms which lasted for 2 to 3 days. The symptoms subsided after the patient stopped using the device. The patient attempted to use device again in (B)(6) 2018; however, the patient's lips were swollen, red, and burning after wearing the device overnight. The symptoms lasted for about 5 to 7 days. The patient had history of anemia and currently on a hypoglycemia controlled diet. The patient has no food, medication, or seasonal allergies. The patient has always used dawn dish soap to clean the device. The patient switched to using plain water to clean the device after the symptoms appeared, but they persisted. The patient was prescribed with a new device and she has not had any issue.

Manufacturer narrative:
The patient's device was not returned for an evaluation, the device was manufactured per patient's prescription (rx). A review of the material lot was performed and no non-conformances were found. A series of testing on a similar device was performed. The device was evaluated for cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article showed no evidence of causing cell lysis or toxicity. There was no erythema and no edema observed. There was no evidence of the device causing delayed dermal contact sensitization, nor oral mucosal irritation. The reported incident is being monitored, tracked, and trended.